Manufacturer narrative:
Findings: all buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated she went to eat cookie and was going to do a correction and got a alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.